Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor's speed was not in specification, and the swivel would not rotate smoothly. The motor and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information. Event occurred in october 2020, but the exact date is unknown.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that device is skipping over skin and unable to get clean, consistent graft. There is enough power and oil, but not cutting properly. This occurred during surgery on 10/2020. There was no harm or delay. It just skips in the middle of use. There was no adverse event reported as a result of this malfunction.